Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported a refractive error following an intraocular lens (iol) implant procedure. A secondary procedure was performed to remove the iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned to the manufacturing site. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).